Manufacturer narrative:
All available information was investigated and the reported damaged clip was confirmed via returned device analysis. The reported clip opened while lock, inability to close the clip, difficulty removing the device and issue with the arm positioner could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability to close the clip and clip opened while locked appear to be due to the observed bent threaded stud and the hinge pin disengagement occurred secondarily. The reported damaged clip was due to hinge pin disengagement in conjunction with the troubleshooting maneuvers. The reported difficult to remove appears to be due to the inability to close the clip. However, a cause for the bent threaded stud cannot be determined. It is possible that procedure conditions (during one of the three grasping attempts as this is when the threaded stud is most vulnerable) or interaction with anatomy that would cause increased tension on the threaded stud which can cause the threaded stud to be bent; however, this cannot be confirmed. In additions, a cause for the issue with the arm positioner cannot be determined. The reported surgical procedure and hospitalization were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Additional information reported that the clip appeared to be damaged in the left atrium prior to removing it from the patient anatomy during surgery. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked and difficult to remove the clip requiring surgery. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4. The clip delivery system (cds) (cds0701-ntw, 00204u145) was advanced to the mitral valve and the clip was implanted successfully reducing mr to 2+; however, residual mr remained. It was decided to use an additional clip to further reduce mr. A second clip (cds0601-xtr, 00122u244) was advanced and grasping was performed, and the clip was placed. While gradient was being checked, it was noted that the clip had opened, and so it was decided not to deploy the clip and remove it. The clip was withdrawn up to the left atrium without issue, but the clip would not close enough to be withdrawn through the sheath. Mulitple attempts and maneuvers to close the clip were unsuccessful and the clip would not close more than 70 degrees and then the arm positioner was noted unable to close. Therefore, the patient was sent for surgery to remove the whole system and mitral valve replacement. No additional information was provided.